Event description:
Customer reported two potential false negative urine hcg results using one step hcg urine cassette vs. Ultrasound. Technical service was able to reach customer who was able to confirm that there were false negative results from lot hcg1080260. Pregnancy was confirmed in both cases by ultrasound. Customer also states that they have a box of devices that can be returned. No pt info was provided.

Manufacturer narrative:
Lot number(s): hcg1080260. Expiration date(s): 08/01/2013. Control: 25miu/ml hcg urine lot: hcg120809-01, 229.9iu/ml hcg urine lot: hcg120903-01, 210.01iu/ml hcg urine lot: hcg120517-01, 202iu/ml hcg urine lot: hcg120522-01. Clinical positive urine from 6 pregnant women. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=29). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 229.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 202iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Correct positive results were observed when tested with 6 clinical urine samples at 3 minute read time. (N=1 for each sample). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Returned product to be tested if/when it is returned.